Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That a infusomat space us+standard battery pack (part #8713052u) was used during a chemotherapy infusion with the medication taxol on april 22, 2024. According to the complainant, when the nurse connected the tubing to pump and opened the clamp without starting the drip, the pump started running as a free flow. The pump did not stop it. Reportedly, the patient had an allergic reaction so the infusion was stopped. However, it was noted that the pump had over-infused based on the remaining fluid in the IV bag and the infusion start time. The chemo was sent to pharmacy for the tubing to be changed and the nurse changed the pump, which resolved the issue. The complaint device has not been returned to the manufacturer for evaluation.